Event description:
It was reported that the clinician reviewed remote transmission regarding the presenting rhythm of the patient's pacemaker. Clinician indicated that the pacemaker was undersensing. No additional intervention was performed. Patient condition was unknown.

Event description:
New information received notes that there were no patient consequences.